Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The cause of the low battery reset and safe state was not determined. The plan was to replace the pump on (B)(6) 2017. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving an unknown drug via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient's pump had alarmed. It was reported that a reset occurred on (B)(6) 2017 and the patient heard a critical alarm, and saw a reset code on their personal therapy manager (ptm). The patient had no withdrawal symptoms but did have increased pain. It was stated the patient thought the pain was due to not being able to utilize the ptm because of the code. The patient did not feel the need to go to the emergency department. It was stated that the patient's pump was in the population of synchromed 2 battery resistance fca. The patient noticed the critical alarm on (B)(6) 2017. On (B)(6) 2017 at 16:13 there was a safe state, reset, low battery. A motor stall and recovery less than one hour later occurred with a magnetic resonance imaging (MRI) session. It was stated the MRI was not related to the patient's therapy or device issue. The hcp reprogrammed the pump to what it was at prior to the issu e, 20mg/ml dilaudid at 4.857mg/day, and 40mg/ml bupivacaine at 9.714 mg/day. The critical alarm interval was changed to 10 minutes. The patient's managing doctor is on vacation so the plan was to either have another doctor replace the pump or to wait for a week until the managing physician returns from vacation. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.